Event description:
In 2002, the doctor applied an external fixation frame to the patient for treatment of charcot foot. During procedure, the doctor noticed that the proximal radiolucent ring exhibited some fracturing during tightening of the attached components. The doctor chose to leave the rings in place for treatment. At the follow-up, the physician observed the proximal fixation wire was loose. The doctor was concerned that the patient may have been inappropriately weightbearing despite being advised not to weightbear at all. In 2003, the patient underwent revision surgery to tighten the wire, add half pins and bone screws to the bone fragments for stability, and realign the bone fragments. No further incidents were reported during the patient's treatment, the patient healed as desired, and the device was removed one month later.